Event description:
On (B)(6) 2025, the mother of the end-user reported that the user's blood glucose (bg) dropped to 42 mg/dl approximately 30 minutes after a meal announcement. The mother administered a glucagon shot, and the user reported feeling fatigued and confused. A manual bg check via finger stick measured 72 mg/dl. It was determined that the dexcom g7 continuous glucose monitor (cgm) was not connected. The user was assisted with reconnection, and by the end of the call, bg was 113 mg/dl.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.